Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder kink resistant tubing (krt) was microscopically inspected, and leak tested. Microscope examination revealed that the cylinder krt had a hole from fatigue. Leakage test revealed that the first cylinder krt leaked due to fatigue. The cylinder was microscopically inspected, and leak tested. No damage or abnormalities were found, and no leaks were found. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed contamination (bodily fluid) was found within the pump. The pump stayed flat during the leakage test. Leakage test revealed that the pump only passed water in and out of the reservoir krt. To avoid damaging the test equipment, the pump was not functionally tested. Based on the information available and analysis results, the reason of the device mechanical issue and tube hole/perforated was most likely determined to be caused by a failure of the cylinder krt from the functional test performed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The cause of the crack was not detailed by the hospital. The right cylinder and the pump were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The cause of the crack was not detailed by the hospital. The right cylinder and the pump were removed and replaced. There were no patient complications reported.